Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and also reported crack on the battery tube side. The customer reported blood glucose value of 457 mg/dl. The event involved product(s) mmt-242a, mmt-332a and mmt-1880. Trouble shooting was not performed for hyperglycemic event. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. Troubleshooting was performed for cosmetic damage and found that the functionality of the pump was affected due to the damage. Customer was advised to discontinue use of the device and the insulin pump will be replaced. No further patient complications were reported. No product return is required for mmt-242a. No product return is required for mmt-332a. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump passed the functional tests, including the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.0873 inches. Successfully downloaded history files and traces using thump. In further full review of the pump history on the event date of [event date] bolus daily delivery total was [0u]. Basal daily delivery total was [62.35u]. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. The test p-cap does lock in place in the reservoir compartment. Pump received with scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, cracked case on the battery tube side, cracked case corner of belt clip rails, cracked battery tube threads, cracked case, label damage(faded/stained/peeling), and cracked belt clip rails. Alleged cosmetic damage was confirmed where cracked case on the battery tube side, cracked case corner of belt clip rails, cracked battery tube threads, and cracked case was noted. Unable to verify customer alleged for high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.